Event description:
It was reported that baseline noise oversensing was present on the right ventricular (rv) lead channel during a stored atrial tachy response (atr) on this pacemaker. The noise oversensing resulted in pacing inhibition up to 2.5 seconds. The pacemaker is programmed with automatic gain control at 0.6 mv. Technical services (ts) recommended in office follow up with troubleshooting, as well as reprogramming to fixed sensing. This pacemaker and right ventricular (rv) lead remain in-service. No adverse patient effects were reported.